Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise episodes. The patient was asymptomatic and would continue to be monitored. No additional information was reported.

Event description:
New information received notes that auto mode switch episodes were observed, and egms suggest lead noise. No further information available at this time.

Event description:
New information received notes that auto mode switch episodes suggesting lead noise episodes were observed during a routine device check in clinic. No programming changes or treatment were performed. The patient was discharged.